Event description:
It was reported that the patient reported to the hospital for an unknown reason and the device was found to have undergone an electrical reset. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant date received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead 2006 (B)(6). (B)(4). The device remains in use and has not been returned to the manufacturer.